Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle experienced safety shield failure during use. This defect resulted in a needle stick injury to the device operator. The following information was provided by the initial reporter: material no. 368607, batch no. 9099921. Complaint 1 of 2. Per email: we have a report of safety devices malfunctioning on a blood collection device leading to a needlestick injury. Part number 368607, lot number 9099921. There were 2 events with this device; however the second did not cause an injury; in this event, the safety mechanism broke off when engaged. These events occurred at the user facility lab testing area. Product from this lot number has been removed from use. The date of the incident was (B)(6) 2019. There was a bbp exposure reported with lab work drawn. The employee did not receive pep. I am unsure of where the extra product is that was included in this batch or needles. The area that was using them was the outpatient lab area.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle experienced safety shield failure during use. This defect resulted in a needle stick injury to the device operator. The following information was provided by the initial reporter: material no. 368607, batch no. 9099921. Complaint 1 of 2. Per email: we have a report of safety devices malfunctioning on a blood collection device leading to a needlestick injury. Part number 368607, lot number 9099921. There were 2 events with this device; however the second did not cause an injury; in this event, the safety mechanism broke off when engaged. These events occurred at the user facility lab testing area. Product from this lot number has been removed from use. The date of the incident was (B)(6) 2019. There was a bbp exposure reported with lab work drawn. The employee did not receive pep. I am unsure of where the extra product is that was included in this batch or needles. The area that was using them was the outpatient lab area.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for safety shield separation with the incident lot was observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to safety shield separation as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle experienced safety shield failure during use. This defect resulted in a needle stick injury to the device operator. The following information was provided by the initial reporter: material no. 368607 batch no. 9099921. Complaint 1 of 2. Per email: we have a report of safety devices malfunctioning on a blood collection device leading to a needlestick injury. Part number 368607, lot number 9099921. There were 2 events with this device; however the second did not cause an injury; in this event, the safety mechanism broke off when engaged. These events occurred at the user facility lab testing area. Product from this lot number has been removed from use. The date of the incident was (B)(6) 2019. There was a bbp exposure reported with lab work drawn. The employee did not receive pep. I am unsure of where the extra product is that was included in this batch or needles. The area that was using them was the outpatient lab area.